Event description:
As reported by the legal department, the patient underwent placement of the trapese vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation of the filter struts, and fracture bending of one or more of the filter struts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the inferior vena cava (ivc) filter placement was scheduled as the patient had been diagnosed with right lower extremity deep vein thrombosis (dvt) extending from the ankle to the groin. A computed tomography (CT) scan further demonstrated iliac thrombus to the vena cava, along with right-sided pulmonary emboli (pe). Using a femoral approach, a venacavogram was completed and the renal vein orifices at the level of the l1 vertebral body were identified. After the cava demonstrated patency with no evidence of thrombosis, a trapease filter was placed at the l1-l2 interspace. Spot fluoroscopy was used to check for migration. The patient tolerated the procedure well. There were no complications associated with the procedure. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting, fracture of the ivc filter with fractured filter struts retained within the inferior vena cava, and that a CT scan also reported tilting, perforation of the filter struts and fracture bending of the trapease ivc filter. The patient further asserts to have suffered pain post implant these injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of the filter struts, and fracture bending of one or more of the filter struts. According to the patient profile form, the patient became aware of perforation outside the ivc, tilting, fracture of the ivc filter with fractured filter struts retained within the ivc, and that a computed tomography (CT) scan also reported tilting, perforation of the filter struts and fracture bending of the filter, approximately ten years and three months post implant. The patient also reports experiencing pain post implant and emotional distress, mental anguish, anxiety and stress related to the events. The indication for the filter implant was right lower extremity deep vein thrombosis (dvt) extending from the ankle to the groin. A CT scan demonstrated iliac thrombus to the vena cava, along with right-sided pulmonary emboli (pe). Using a femoral approach, a venacavogram was completed and the renal vein orifices were identified at the level of the l1 vertebral body. After the cava demonstrated patency with no evidence of thrombus, the filter was placed at the l1-l2 interspace. The patient tolerated the procedure well. There were no complications associated with the procedure. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt and perforation could not be confirmed. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the nature of the complaint the report of pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and fractured. In addition, one or more of the filter struts had bent and the filer struts were associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapese vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation of the filter struts, and fracture bending of one or more of the filter struts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.